Manufacturer narrative:
It was confirmed that the device and additional medical information regarding the event would not be provided. Is not available for evaluation due to hospital policy. The event could not be confirmed nor the root cause of the reported event determined due to the minimal information received.

Event description:
Patient fell and was diagnosed with a femoral peri-prosthetic fracture of the left hip. Hip stem and biolox head were explanted and revised to restoration modular stem, new femoral head and several cables.